Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 oct 2020.

Event description:
The customer reported a ventilator with a carbon dioxide re-breathing risk alarm. There was no patient involvement / user harm reported.

Manufacturer narrative:
G4:17dec2020. B4:18dec2020. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the gas delivery system(gds) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the gds to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.